Event description:
It was reported that the xience stent delivery system shaft was noted to be kinked prior to preparation of the device. The kink was straightened and the shaft separated into two pieces. The device was not used on the pt. A new xience stent was used to complete the procedure. Though requested, no additional info was available.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.